Event description:
This rv lead was implanted on (B)(6) 1997 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead has less than 200 ohms and shoes it was a low impedance at implant. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).